Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner and cracked case from reservoir tube window corners. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm during manual prime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.